Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states the unit has a broken display.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was evaluated and found not to have a broken display, so the original complaint issue was not able to be confirmed. The product was returned for evaluation, but subsequent testing could not verify the complaint of a broken display. Additionally, the battery was identified as not holding a charge, which could cause the front panel lights not to illuminate upon start up. This may have been the reason for the reported issue of a "broken" display, even though the display itself did not malfunction.

Event description:
Dealer states the unit has a broken display.